Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was cracked and that drive support cap was loose. Insulin pump would need to be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, had a constant e52 alarm due to software error, cracked reservoir tube and minor scratches on the lcd window.